Event description:
It was reported that a malfunction occurred with the pump, and the customer was able to reset the pump but the issue recurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and arranged for a replacement pump to be sent. The customer understood instructions to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a prepaid label within 10 days.